Event description:
It was reported that when using it on a patient and when removing it, the sterile water in the foley catheter did not return properly. According to hospital information, it took about 10 minutes for the sterile water to drain out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when using it on a patient and when removing it, the sterile water in the foley catheter did not return properly. According to hospital information, it took about 10 minutes for the sterile water to drain out. Per investigator's notification received on 08july2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Attempted inflation with returned syringe using 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Inflated properly with no difficulties and deflated within 3 minutes and 55 seconds using returned syringe. DHR is not required since the reported failure was unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.